Manufacturer narrative:
RMA issued. Replacement solera driver 5.5/6.0 shipped to site 12/09/2013. Medtronic investigation of returned suspect device finds that the returned driver appears to be in good condition. There is no wear or damage visible on the tip or rear of the instrument. The driver rotates easily. No problem found. Fully functional - did not cause the event.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon was unable to properly seat the spine clamp and frame on the patient; the driver was not seating the screw properly. It was stated that the problem was a result of the threads of the two components being stripped. Replacement instruments were used to continue the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.